Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. The patient line became disconnected from the transfer set and leaked solution. The technical service representative advised the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported cause was determined to be loose connection. Should additional relevant information become available, a supplemental report will be submitted.